Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The product passed functional testing during a 4 hour burn-in with no intermittent output or signal loss. Live video output remained constant throughout functional testing and burn-in. All functions performed as expected. The complaint of intermittent output was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the lens integrated system works intermittently. This was found during a knee procedure.